Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor foot pedal serial number (B)(6) was received at the crawley depot. The encor foot pedal was visually inspected upon receipt and was found to be no physical damage. The device was functionally tested and passed the tests as buttons are reactive and do not stick, the connection to enspire is reliable identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device unintended movement and button failing to respond issue. The root cause for reported device unintended movement and button failing to respond issue cannot be determined as the problem could not be reproduced. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. D2b (gei; knw), d4 (medical device expiration date), e1, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a stereotactic mammography breast biopsy procedure using encor driver by vertical approach. It was reported that the device continued to operate without any button being pressed. Further clarification was provided that during the sampling process, the sample button on either the encor driver or the encor foot pedal failed to respond. The encor enspire system was ultimately stopped through manual intervention. There was no patient injury. During the middle of the sampling process, the encor driver continued to take samples without any user input and did not stop sampling, even without the sample button being pressed. The user was unable to stop the encor driver therefore, the user had to completely stop the encor enspire system. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent for a stereotactic mammography breast biopsy procedure using encor driver by vertical approach. It was reported that the device continued to operate without any button being pressed. Further clarification was provided that during the sampling process, the sample button on either the encor driver or the encor foot pedal failed to respond. The encor enspire system was ultimately stopped through manual intervention. There was no patient injury. During the middle of the sampling process, the encor driver continued to take samples without any user input and did not stop sampling, even without the sample button being pressed. The user was unable to stop the encor driver therefore, the user had to completely stop the encor enspire system. There was no reported patient injury.

Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D2b (gei; knw). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.